Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2218-70, serial #: (B)(4) description: linear st lead, 70cm model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to a suspected infection. Initial symptom was a red line that ran from the right flank to the abdomen or the area where the leads were located. Prophylactic antibiotics were probably given postoperatively. The physician believed that the event was neither device nor procedure related. The patient was doing well after the procedure.